Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a potential right ventricular (rv) lead and left ventricular (lv) lead capture issue noted on the current electrograms (egm) and an increase in rv capture threshold. It was also reported that right atrial (ra) lead undersensing was noted triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) episodes at times. The rv, lv and ra leads remain in use. It was further reported that the remote monitoring network express report of quick look shows invalid data and there were calculation discrepancy on the supraventricular tachycardia (svt). Quick look shows svt counter but none was noted in the episode list. Case is under investigation. No patient complications have been reported as a result of this event.